Manufacturer narrative:
Calibration and quality control results were within acceptable range. No reagent issue was detected. Assay performance checks performed on the instrument do not indicate an issue. Based on the information provided, the customer is using a sample clotting time of 15 minutes. 30 minutes is recommended for sst tubes with gel or 45-60 minutes without gel. In addition, the customer is centrifuging samples at 7200 rpm for 3 minutes. This is outside of specification of the tube manufacturer. These pre-analytical issues are the most likely reasons for the low hcg+ss result. The patient was not affected by the event.

Event description:
The user received a questionable low intact human chorionic gonadotropin plus the ss-subunit (hcg+ss) on the cobas e411 rack analyzer for one patient sample. The initial result was < 0.6 miu/ml. This result was reported outside the laboratory and was questioned by the physician. The sample was repeated which yielded a result of 2490 miu/ml. A second sample was collected from the patient and tested which resulted at 2395 miu/ml. The patient was in the emergency room which had obtained a positive result on a rapid test screen for this patient. The user called the physician with the correct repeat results and posted a corrected report. The user said there were no adverse affects to the patient because the physician waited on repeat testing. The patient was not admitted and no treatment was given. Patient was released from the emergency room. The reagent lot number for hcg+ss was 15851502. The field service representative could not determine a cause. He performed maintenance actions. Performance tests were run with all results within specifications.